Manufacturer narrative:
Concomitant medical products: st. Jude medical x 2 leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) and was hospitalized. The inappropriate shock was delivered for fast atrial fibrillation (af). The device was reprogrammed and the patient¿s medications were adjusted. The patient was discharged from the hospital and their device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.